Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the left ventricular (lv) lead was causing intermittent phrenic nerve stimulation in some body positions. The lead was reprogrammed and the issue was resolved the same day. The lv lead remains in use. No patient complications have been reported as a result of this event. The patient is part of the post-myocardial infarction (mi) remodeling prevention therapy (B)(4) study.